Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device isa summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the device, verified the complaint and determined the reported issue was caused by a malfunctioning power supply. The carefusion field service representative replaced the power supply and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of january 19, 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on (B)(6) 2015: received power assy and during visual inspection no anomalies found with part. Installed in known good unit powered on with no anomalies, the part passed test per specification with no anomalies. No anomalies found with power supply could not duplicate reported problem.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "The customer is requesting field service indicating during pre-use check unit cycles on normal, but motor fault noted and the unit does not deliver a breath/cycle a continuous audible alarm is present"